Manufacturer narrative:
Customer/ user facility phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint form-stent found to be kinked at pigtail. Unable to push the wire through. Another stent was used customer report in verbatim: in an ercp procedure and upon trying to insert a zso-7-9 stent and on trying to feed stent onto wire, user noticed that it was bent at the tapered end of the pigtail stent. This was unable to be used. Patient outcome was not applicable as the device was not used. Note from customer: it never went into the patient. It has a kink in it when you advance the pusher just before the curl of the pigtail. Can¿t see it when it come out of the packet- only when you advance the cover. I have completed as best as I can. 1.does the complaint relate to: observation prior to patient contact 2.if not, with the device in question, how was the procedure finished? ¿ n/a 3.what was the target location for the stent? - biliary stent double pigtail 4.please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. - kept in a envelope on ercp trolley 5.what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? - unsure 6.was the wire guide lubricated prior to use? Unsure 7.was the wire guide inspected for damage prior to use? N/a, yes, no 8.was the device at the center of the complaint inspected for damage prior to use? Yes 9.were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the procedure performed.) 10.did the patient involved exhibit altered anatomy or tortuous anatomy? - no 11.if not with the device in question, how was the procedure finished? Different stent used 12.what intervention (if any) was required? ¿ n/a 13.was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? - same procedure 14.were any other defects observed on the device prior to return (other than the reported complaint issue? No (if yes, please detail any other defects observed.) 15. Had a sphincterotomy been performed prior to this occurrence? Unsure 16.what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus duodenoscope 17.does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 18.please indicate the location in the body where the stent device was to be placed - biliary duct. 1. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no 2. Was resistance encountered when advancing the introduction system in place to the target location? Yes 19.how did the physician determine the length of the stent to be used for the procedure? 20.where was the stricture located in the duct? 1. Was the stricture dilated prior to placing the device? (If so, please indicate what device(s) were used.) 2. Was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no 21.after placement, was stent position verified? N/a, yes, no (if yes, please describe how) 22.please estimate the amount of time the stent was in place prior to this occurrence. 23.did any section of the device detach inside the endoscope or patient? N/a, yes, no (if yes, please specify what section of the device broke off:) 1. Please indicate whether the device broke in the endoscope or in the patient. N/a 2. Was the broken device retrieved? N/a, yes, no (if yes, please indicate what tools were used during retrieval (e.g., basket, balloon, snare, forceps etc.): 24.were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g., guiding catheter shortened, stent cut etc.) N/a, yes. No (if yes, please indicate what modifications were made:) 1. Please indicate why the modifications were necessary. 25.please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 26.did the patient require any additional procedures as a result of this event? No 27.what intervention (if any) was required? 28.was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 29.were any other defects (other than the complaint issue) observed on the devie prior to return (e.g., kink)? No

Manufacturer narrative:
Cancellation report is being submitted due to the completion of the investigation on 27-may-2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Investigation - evaluation device evaluation: 1 x zso-7-9 device of lot number c2027574 involved in this complaint was returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 02 apr 2025. On evaluation of the device, it was noted that the stent returned with pigtail straightener in correct orientation. Kink observed on the 5th porthole of the tapered end of pigtail curl. No other damage observed. 0.035 inch wire guide does not pass through kink. The reported failure was observed. Manufacturing record review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Numerous checks are in place at the manufacturing facility to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2027574. A review of the manufacturing records for zso-7-9 of lot number c2027574 did not reveal any discrepancies that could have contributed to this complaint issue. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, ifu0045 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. Also, the user is instructed by the IFU: ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause for the damaged stent might be attributed to handling of the packaging during transport/storage and/or device preparation. It is possible that the box was exposed to rough conditions, such as impacts or pressure, which could have led to the stent inside becoming damaged while in transport. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed quantity of 1 device, confirmed prior to use. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause for the damaged stent might be attributed to handling of the packaging during transport/storage and/or device preparation. Complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence as it was noted prior to patient contact. Complaints of this nature will continue to be monitored for similar events.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 27-may-2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.